Event description:
It was reported that during a stent placement, the device allegedly had a stent fracture and the stent was partially deployed. There was no reported patient injury.

Manufacturer narrative:
H10: this supplemental MDR is being submitted to report this file was a duplicate record and was opened in error. The event details are being captured under complaint file # (B)(4) and was reported to the FDA under mfg. Rpt. 9681442-2020-20145. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for evaluation; however, photos were provided for review. The investigation of the reported event is currently underway. H10: d4(expiry date: 06/2022),g4 h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for evaluation, however, photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during a stent placement, the device allegedly had a stent fracture, and partially deployed. There was no reported patient injury.